Event description:
It was reported that this right ventricular lead exhibited noise seen on both right atrial and right ventricular channels or lead chatter that was a lead on lead contact due to exposed conductors. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).